Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patients device was not working. The patient was unable to turn on therapy, had a loss of stimulation and was getting poor communication with the programmer. There was no telemetry with out the antenna. It was reviewed that the implant may have reached end of service and the patient should follow up with their primary health care provider. No further complications were reported as a result of this event.